Event description:
It was reported that during an atrial fibrillation procedure while mapping and ablating in the left atrium after approximately 1 hour of brockenbrough performed, a mild cardiac tamponade occurred. The generator setting was 30 watts on average and the total ablation time was 1034 seconds. The highest wattage was at 40 watts (performed 1 time). The procedure was stopped when the blood pressure decreased while isolation of the ripv was performed and the mild cardiac tamponade was discovered. Medical intervention of 600cc blood drainage was performed. The patient prognosis was satisfactory. The cause of the event believed to be possibly procedure related. The patient recovered and has been discharged from the hospital.

Manufacturer narrative:
The ablation detail was as follows: 4 times for the front of the rs, 3 times for the septum of the ap, twice for the il, 6 times for the right front, 8 times for the 1rgp, 8 times for the bottom of the ripv, 3 times for ripv. Thirty three ablations in total was performed. Product was discarded by the facility/not returned for investigation. (B) (4)